Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was not in clinical use when the issue was identified. The philips remote service engineer (rse) checked the system remotely and confirmed that the system was unable to produce x-ray. Review of the log files shows the connection with the generator is lost confirming x-ray unable to produce. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and found errors in e cabinet as point inverter and adu were not supplied power. The fse replaced the power inverter evr (point evr) certeray and xsc certeray but the issue remained same. On further troubleshooting, fse found that all the leds that should be lit were not present due to issue with ips certeray. To resolve the issue, the fse replaced the ips certeray and made the necessary adjustments. The defective part was sent for analysis, ips certeray malfunction was observed as the 24v power supply was defective and for power inverter evr certeray and xsc certeray no malfunction was observed. After replacement the device returned to good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, it was identified that the issue occurred without patient involvement and was identifiable prior to procedure commencement, which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the instructions for use, the user of the product must institute a user routine checks program. The user of the product shall make sure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. It is instructed to not use the product for any application until the user is sure that the user routine checks have been satisfactorily completed, therefore, as the device was outside of use at the time the issue was identified, the user would identify this issue prior to use and the issue happened due to improper maintenance. Based on re-evaluation, this case is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to perform x-rays. The device was in clinical use at the time of reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.